Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center when powered on the device alarmed with a s205 (back up battery failure) malfunction alarm code and there was no audible alarm tone from the secondary speaker.